Event description:
It was reported that during the implant attempt there was considerable oversensing and noise demonstrated by the device, even after the physician had started suturing and during pocket manipulation. The physician did not want to implant the device and replaced it with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: (B)(4) no anomalies found. Further testing revealed that the connector was damaged.